Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided.

Event description:
Two week post op films showed that the rod slipped past the tulip. No patient complaint but films showed the issue. The kodiak spinal fixation system was implanted on (B)(6) 2019.